Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had a streak mark on the white paper inside the endoscope locker that appeared to be pink and green liquid dripping from the endoscope's forceps channel and scope distal end. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.